Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 16-sept-2021. Based on the results of the investigation, the specific root cause of the damaged devices from shipping could not be determined at this time. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
The customer returned a total of 20 disposable forceps. Three open and seventeen unopened disposable biopsy forceps model number fb-240u lot number 13v 26 in for evaluation for ¿out of box failure¿. Device inspection found the reported issue of "out of box" failure was confirmed. Visual inspection on the ¿as received¿ condition performed. All forceps were received in the original packaging, however the original shipping box was not returned. Three out of the twenty devices had holes on the front of the packing exposing the instrument. The content (disposable forceps) inside was removed and evaluated. The jaws had the brown protector boot still attached and under the microscope did not appear to have any foreign material, which would indicate the device has not been used. A functional check was also performed and there were no abnormalities detected. The DHR (device history record) with the lot number of the subject device was confirmed and reviewed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon. Process inspection sheet. Quality inspection sheet. Nonconforming product report. Investigation is still ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, handpieces smashed during shipping. Outer box damaged . Something fell on top of the box containing the fb-240u units and damaged three pieces where they were sticking out of the sterile packaging. There is no patient involvement on this reported event. Device return evaluation found 3 devices had holes on the front of the packaging exposing the instrument. This report is related to reports with patient identifier (B)(6).